Event description:
It was reported that the patient presented to the ER after receiving multiple appropriate shocks for a vt storm. The lead exhibited increasing pacing lead impedance, a slight rise in high voltage lead impedance, and an increased capture threshold. It was suspected that the rising impedance could have been caused by the recent surplus of therapy. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.